Event description:
A nurse reported that the vacuum was not functioning in phaco mode during a cataract surgery. They were able to complete the procedure after a one hour delay. They heard the occlusion bell prior to noticing the pt had a corneal burn.

Manufacturer narrative:
The company representative examined the system and no problems were found. The system was then tested and met all product specifications. The company representative reviewed the system operations and some basic trouble-shooting procedures with the staff and the reporting surgeon. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The clinical information was reviewed by a company clinical analyst, who stated the following: the system is equipped with visual and audible warning signals to alert the user of an occlusion; however, the surgeon must recognize the signal and manually stop the ultrasound mode. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1:23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).